Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(4). The field service representative found that the needed special wash (ewc) "crp to calcium" was not implemented. The repeated measurements were performed after the needed ewc was implemented. The customer is responsible to check for required special wash (ewc) settings when applying a new assay/test to the analyzer. The field service representative checked the analyzer. He found the gear pump pressure was low and he replaced gear pump head and performed the ultra sonic mixer adjustments. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium results for multiple patient samples on a cobas 8000 c701 module. Examples of the result comparisons provided: patient 1: the initial result was 2.58 mmol/l and the repeated result was 1.88 mmol/l. The results were reported to the patient's doctor, who questioned the result. Patient 2: the initial result was 3.17 mmol/l and the repeated result was 2.37 mmol/l. Patient 3: the initial result was 3.15 mmol/l and the repeated result was 2.38 mmol/l. Patient 4: the initial result was 2.93 mmol/l and the repeated result was 2.22 mmol/l. Patient 5: the initial result was 2.97 mmol/l and the repeated result was 2.25 mmol/l. The results were reported outside of the laboratory. The reagent lot number and expiration date were requested, but not provided.